Event description:
Customer reported erroneous and discrepant access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for three pt samples when using the access 2 immunoassay system. One of the three pt samples was initially above the reference range and retested within the same reference range. The other two pt samples retested in the same clinical range. Erroneous test results were reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were collected in plastic gold top and green top tubes with gel and centrifuged at 4000 for 5 minutes in a swing bucket centrifuge at room temp. Quality control was within specifications prior to and after the event. A system check performed on (B)(4) 2009 met specifications. There were no flags posted to the event log. On (B)(4) 2009, the field service engineer verified the system's precision using a new lot of reagent. Ran a system check which passed. Noted the customer thinks the pt's erroneously high initial result may have been affected by fibrin in the sample and that the pt's retest results matched between two access systems. Verified the repair per established procedures and results met published performance specifications. Root cause was not determined. On (B)(4) 2009, customer stated that she strongly felt sample integrity played a role in the erroneously high pt result. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous and discrepant access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for three pt samples when using the access 2 immunoassay system. One of the three pt samples was initially above the reference range and retested within the same reference range. The other two pt samples retested in the same clinical range. Erroneous test results were reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Event description:
Customer reported erroneous and discrepant access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for three pt samples when using the access 2 immunoassay system. One of the three pt samples was initially above the reference range and retested within the same reference range. The other two pt samples retested in the same clinical range. Erroneous test results were reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were collected in plastic gold top and green top tubes with gel and centrifuged at 4000 for 5 minutes in a swing bucket centrifuge at room temp. Quality control was within specifications prior to and after the event. A system check performed on (B)(4) 2009 met specifications. There were no flags posted to the event log. On (B)(4) 2009, the field service engineer verified the system's precision using a new lot of reagent. Ran a system check which passed. Noted the customer thinks the pt's erroneously high initial result may have been affected by fibrin in the sample and that the pt's retest results matched between two access systems. Verified the repair per established procedures and results met published performance specifications. Root cause was not determined. On (B)(4) 2009, customer stated that she strongly felt sample integrity played a role in the erroneously high pt result. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Manufacturer narrative:
Samples were collected in plastic gold top and green top tubes with gel and centrifuged at 4000 for 5 minutes in a swing bucket centrifuge at room temp. Quality control was within specifications prior to and after the event. A system check performed on (B)(4) 2009 met specifications. There were no flags posted to the event log. On (B)(4) 2009, the field service engineer verified the system's precision using a new lot of reagent. Ran a system check which passed. Noted the customer thinks the pt's erroneously high initial result may have been affected by fibrin in the sample and that the pt's retest results matched between two access systems. Verified the repair per established procedures and results met published performance specifications. Root cause was not determined. On (B)(4) 2009, customer stated that she strongly felt sample integrity played a role in the erroneously high pt result. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.